Event description:
Abbott primary IV sets noted with amber colored chamber. Reported to abbott in 2003. Sample sets returned to abbott 4/2/2003. No response, but told initially that not to use. Contacted them on 5/6/2003 regarding the fact that they were not only finding increasing numbers of these sets with the problem, but all plum sets, including those for nitroglycerin are now being found with the same problem. In the beginning they were finding two or three to a case, now whole cases are amber.